Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the batteries of the insulin pump were dying quickly and the buttons were not responding. The customer reported that the up arrow button it flat and not as elevated as the other buttons and had to press 3 to 4 times before it responded. They also mentioned that the batteries lasted only 7 to 10 days. Troubleshooting was performed and the buttons were responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.